Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagogastrectomy. According to the reporter: surgeon was transecting the fundus of the stomach to create a stomach tube. The surgeon advanced the firing toggle, but the firing toggle would not advance to the distal tip. It became stiff and could not complete the full firing. Upon inspection, the tissue had been stapled but not cut up until the point where the firing toggle could not advance anymore. Surgeon got another stapler to divide the stomach further but the stapler did not work as it was approximated over the staple line. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.